Event description:
New information received notes that the device set screw was found to be loose, and the r waves were found to be low. The loose set screw was visible both by visual inspection and fluoroscopy.

Manufacturer narrative:
The reported event of high pacing impedance, high defib impedance, r-wave amp variation, and setscrew too loose were not confirmed. The device was received with normal output and telemetry communication. Visual inspection was performed to assess the header and its connectors. A torque wrench could be inserted, and setscrew was able to be tightened without any issue. Electrical and mechanical tests performed including lead impedance and output verification did not identify any functional issues.

Event description:
It was reported that during an implant procedure, the implantable cardioverter defibrillator used exhibited low sensing, high defibrillation impedance and high pacing impedance. The device was replaced to complete the procedure. No adverse patient consequences were reported.